Manufacturer narrative:
(B)(4). The following mdrs are being submitted for events which occurred at the same facility: 9610877-2018-00017, 9610877-2018-00018, 9610877-2018-00019, 9610877-2018-00020, 9610877-2018-00021. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating endoscopy nurse with the endoscopy travel cart was in the code room in emergency department with gi physician to do a gastroscopy on an acute upper gi bleed patient who was not stable enough to come to our department for procedure. During procedure endoscopy malfunctioned and started spurting water constantly out of air/water valve of endoscope. No water would come out of distal end for cleaning of mucosa and the physician was unable to insufflate adequately to perform the procedure. Nurse had to return to endoscopy clinic to retrieve a second scope in order to perform procedure correctly. Resulted in a delay of procedure and tying up emergency room staff for an extended time frame. No patient consequences as per the hospital. A serial number for the device was not provided by the facility. A site visit was conducted on (B)(6); during the site visit, it was observed that the reprocessing staff was brushing the a/w port were two o-rings are located to separate the air from the water (sterile) that is feeding the endoscope. Brushing the a/w port is not a step in the instructions for use therefore it is not required to brush the port. Brushing the a/w port with the cs-c9s brush could result in o-ring damage which will cause the device to malfunction. On january 5th, an e-mail was sent to describe the situation to the customer; multiple site visits did take to replace the o-rings on the failed endoscope and customer was also send the endoscope in for repair which the o-ring was replaced. On february 3rd, a field service team went on site to replace the o-rings on all endoscopes to ensure that the site does have all endoscopes with new o-rings. The customer was advised to stop brushing the a/w port. The situation is still under monitoring/investigation. Pentax (B)(4) filed (B)(4) with (B)(6).